Event description:
It was reported that the device was used during a laparoscopic toupet fundoplication. It was reported by the rep that the rep was paged by the surgeon and was informed that he had yet again experienced torn gaskets on a number of trocars. This has happened to the same surgeon on multiple occasions. A series of product inquiries have been filed on other similar incidents. When the rep arrived at the hosp to speak with the surgeon, he showed the rep all (5) trocars he had been using had torn outer gaskets. This caused co2 to leak and slow down the procedure. He overcame this by placing oneseals on all of the trocars. The surgeon is becoming increasing frustrated by this ongoing problem and he is asking co for a solution or explanation of why this is occurring repeatedly. He informed the rep that if the problem isn't rectified quickly that he will switch to competitors trocar. He would also be interested in talking to someone about this situation either product management or mfg. There was no consequence to the pt.